Event description:
It was reported that the device had impedance reading >10000 ohms for pairs using the #5 electrode. The pt had been able to get good therapy without programing electrode 5. No pt symptoms were reported. Additional information has been requested but was not available on the date of this report.